Event description:
It was reported that the patient had "problems with his back and lower extremity for about five years now. He has failed nonoperative managernent including anti-inflammatories, several epidural steroid injections, and he continues to be significantly symptomatic. His symptoms produce a gait disturbance. Diagnostic studies (x-rays) showed some disk space narrowing at l4-6, and there appears to be a slight retrolisthesis of l4 on l6. His MRI shows the retrolisthesis at l4 and l6 where he has degenerative disk disease and facet arthropathy. He also has quite severe facet arthropathy on the right at l5-s1 with a fusion noted in the facet joint itself. The spondylosis results in subarticular and neural foraminal narrowing at l4-6 and l6-s1. Finally, he had an emg nerve conduction study which was consistent with an acute radiculopathic process at or about the nerve root level of l4-6 on the left. The patient was diagnosed with l4-5, l5-s1 stenosis, facet arthropathy and l4-l5 radiculopathy and degenerative disc disease. The patient underwent left-sided transforaminal lumbar interbody fusions at l4-5 and l5-s1, right-sided transpedicular exposures for neural decompression at l4-5 and l5-s1 using rhbmp-2/acs with interbody device and pedicle screw instrumentation. Upon completion of the diskectomy, an interbody device filled with bmp along with some more local bone autograft. The device was recessed several millimeters past the posterior aspects of the l6 and s1 vertebral bodies. Bmp was used in the interbody space. The patient was transported to the recovery room in stable condition. Reportedly, unspecified "post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation".

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008: patient presented with following preop diagnoses: l4-5 instability; l4-s1 stenosis; l4-s1 facet arthropathy; l4-s1 degenerative disk disease; lumbar radiculopathy; intractable back and lower extremity pain. Procedure: left-sided transforaminal lumbar interbody fusions at l4-s1 and l5-s1; right-sided transpedicular exposures for neural decompression at l.4-5 and l5-s1; placement of cage interbody device at l4-5 and l5-s1; posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4, l5, and s1; posterior spinal fusion l4-5 and l5 -s1. Perop: a guide pin was placed over the right l6-s1 facet. Sequential dilators were placed followed by a tube. Local autologous bone was packed anteriorly in the disk space along with a pledget of bmp. The 12 x 26 millimeter cage device itself was then inserted, which had been filled with bmp along with some more local bone autograft. The device was recessed several millimeters past the posterior aspects of the l5 and s1 vertebral bodies. The bmp was used in the interbody space. Similar left-sided transpedicutar exposure and transforaminal lumbar interbody fusion with a 14 x 32 millimeter cage device and posterolateral fusion was performed at l4-5 on the left.